Event description:
On 01/23/1997, the MFR received medwatch report#10019-1996-31 from the facility's risk mgr that states the following: the device malfunctioned and had to be replaced. Malfunction unknown. No further details were provided at this time.